Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Compass case (B)(4) reports: it was reported that the revision of rt tka was done on (B)(6) 2013 at (B)(6) hospital. Loosening of an unknown component was also indicated at an unknown interface. Competitor bone cement was used. Doi: (B)(6) 2013, dor: (B)(6) 2021, affected side: right knee.